Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing multiple high blood glucose. One morning, their blood glucose level of 130 mg/dl had jumped to over 200 mg/dl to 300 mg/dl. They changed the set and noticed blood on the cannula, and since then their blood glucose had yet to go down. They did not receive a no delivery message from the insulin pump. The customer's current blood glucose level was 350 mg/dl. The customer had symptoms of headache and nausea. The customer also stated that they had experienced a high blood glucose level of 426 mg/dl. They treated their high blood glucose with a correction bolus from the insulin pump. The insulin pump passed troubleshooting. The device will not return for analysis.